Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and a new lead was implanted.

Manufacturer narrative:
The lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a toned alert for high impedance in the rv coil. The rv lead was found to have noise on electrograms. The patient¿s healthcare provider is aware of the issue and is considering the best course of action for the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.